Event description:
Customer reports lancet sticks out after the softclix plus device has been fired. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.